Event description:
A home pt's spouse contacted baxter's technical service center in 2005 and reported a low drain volume alarm. The home pt's spouse stated the pt was currently in the hosp for peritonitis. Baxter product surveillance placed a follow-up phone call to the home pt's peritoneal dialysis (pd) nurse in 2005. The nurse reported the pt was admitted to the hosp in 2005 and discarged ten days later. The home pt presented with fluid overload, abdominal pain, and shortness of breath. The nurse did not know what medications were prescribed to the home pt due to hospitalization. It is unk if there was a break in aseptic technique. The nurse believes the peritonitis was caused by poor catheter placement. Preportedly, the home pt was having problems draining. The home pt did have his pd catheter replaced and is currently on back-up hemodialysis. The home pt was treated for a tunnel infection after placement of the new catheter. The home pt is scheduled to return to pd in 2005. No additional info is available.